Manufacturer narrative:
(B)(4). This is an ancillary service event. The device was visually examined and functionally tested by a baxter technician. The cause of the f-66 alarm is unknown. An f-66 alarm is related to the supply voltage of the central processing unit circuitry being too high. The device will not be repaired. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have an f-66 alarm. This pump was returned by the customer as an end of service device with no alleged deficiencies. No additional information is available.